Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined the drawer failure was due to l board. A field service engineer replaced l board. As a preventive measure changed the retractor band and reseated cables to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the bd pyxis medstation es system drawer 6 failed, preventing user from removing the required medications. There were no adverse events or injuries reported based on this event.